Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in maintenance at the account and not in use. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the head left brake caster had a damaged stem and all caster supports were broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician replaced the head left brake caster and all four caster supports to resolve the issue. This issue was investigated and corrective action was addressed with co24529. Based on this information, no further action is required.